Event description:
The patient underwent implantation of a synchromed pump and catheter in 1999 for intrathecal infusion of morphine for non-malignant pain. The health care provider reported the pt experienced coma and was treated with narcan. The pt became responsive and the pump was turned off. No additional information is available from the health care provider. Unknown if drug samples from the pump was obtained or analyzed. Unknown what drug dose was prescribed and any other concomitant medications. No report of volume discrepancy on refill was noted. A follow up report will be sent when further information is received.